Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy pacemaker (crt-p) battery depleted prematurely. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.